Manufacturer narrative:
The customer did not provide a reference value for comparison. The accuracy of the customer's result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot 376826a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6) 2016: inratio = 1.6. A previous inratio inr result was provided by the distributor; result of inratio = 2.1 on (B)(6) 2015. The patient self tester's therapeutic range is 2.0-3.0.